Event description:
Per the clinic, the electrode array was partially inserted on (B)(6) 2014, due to a cholesteatoma. The device was explanted on (B)(6) 2014, and the patient was reimplanted on (B)(6) 2014, with a new device on the contralateral side.

Manufacturer narrative:
Device not yet received by manufacturer.

Manufacturer narrative:
This report is filed september 16, 2014.